Event description:
It was reported that during a pci procedure, the tip of the graphix guide wire fractured. The fracture occurred outside of the pt. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "okay". Additional information has been requested.